Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 421 mg/dl. The customer reported active insulin is not showing after giving bolus for high blood glucose level. The customer treated for the high blood glucose levels with a bolus from the insulin pump. The customer awoke with a blood glucose level of 370 mg/dl and then 180 mg/dl at 8:00 pm. The customer¿s current blood glucose level is 335 mg/dl. The customer declined to troubleshoot the issue. The customer did not require assistance from emergency response team. The insulin pump will not be returned for analysis.